Event description:
Hello, I am creating this report as a means to speak on behalf of those who have had the procedure u.a.e. Performed without full understanding of what to expect. This report will also be amended as time and situations progress. I had the uterine artery embolization done in 2001. I have been seeing, over time, the particles entering other parts of my body. That may seem weird to some, but I have been watching for them, and have found them traveling throughout my body. I have one present in my right foot. It is as if the plastic particles have decided that my body is the internet, and they have free reign to explore. I now have small fibroids, once again, along with ovarian cysts. Accompanied with that, I have not had a period for some months, and am being told I am entering pre-menopause. Knowing my body, as I do, I am convinced the particulates -plastic pieces used to block the growth of the fibroids - are no longer doing that, they are traveling around in my body, and causing problems to other parts of my body. I need to do something fast to correct this problem, as I am concerned they will reak more havoc on my major organs. I have had hormonal tests performed, and was informed that the numbers, such as fsh are not indicative of menopause. Something is certainly occurring with my body as a result of the uae. I have had spurts of dizziness, and had a test to determine if my carotid arteries were blocked. They were found to be flowing smoothly. However, the incidents have come often, and I am afraid it is a direct result of the particles having full reign in my arteries.